Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Corrected data: (B)(6). During processing of this complaint, attempts were made to obtain patient weight but it was not received.

Event description:
Additional information was received that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post-operatively. It is unknown if the explanted ipg was prematurely depleted.

Manufacturer narrative:
Correction to section patient code and device code due to update received during processing of this complaint, attempts were made to obtain patient weight, but it was not received. The root cause of the reported issue is consistent with the device battery reaching the end of life (eol).